Event description:
Bard port placed on (B)(6) 2007. Port venogram performed on (B)(6) 2010 with results demonstrating catheter to be fractured with the distal piece located in the right atrium and extended into the left brachio-cephalic vein. Approximately 3 cm of catheter remained attached to the infusaport. On (B)(6) 2010, catheter was removed in cath lab at another hospital.